Event description:
It was reported on (B)(6) 2025, the patient was experiencing a burning and itching sensation from electrode - patch - universal 2 channel and epatch sensor - 2.5. The patient reported that the burning and itching sensation woke them up. The patient called their doctor and made an appointment since the burn and itchiness were getting progressively worse. The patient was diagnosed a first-degree burn and was prescribed lidocaine and histamine. The patient does not know if the sensor overheated since they were sleeping at the time of the event. No additional information was provided.